Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump has minor scratches on lcd window, cracked case at display window corners and battery tube threads.

Event description:
It was reported that the buttons on the keypad of the insulin pump are sticking. Advised insulin pump would be replaced. No additional information was provided.